Event description:
It was reported that after a supply change in which an inset infusion set was used instead of the usual contact detach, the patient experienced persistent high glucose reported at 401 mg/dl and subsequent occlusion alerts; a switch back to the contact detach and a full supply change were performed, with glucose trending down thereafter. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem consistent with an occlusion that prevented insulin delivery, which resolved only after changing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.